Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe and one three-way stop cock was returned for evaluation. A non-edwards contamination shield was located on the catheter body between 15 cm and 84.5 cm proximal from the catheter tip. As received, the catheter tube was cut at appropriately 6 cm proximal from the catheter tip and the catheter tip was not returned. The thermistor leadwire and optical fibers were also cut around the section. The distal lumen and balloon inflation lumen leaked from the cut section. The proximal injectate lumen was patent without any leakage or occlusion. The catheter was connected to a vigilance ii monitor and "check thermistor connection" error message was shown, but an error message related to the thermal filament was not displayed. Continuity testing was performed to the distal side of thermistor circuit from the cut section to the thermistor connector and there were no open or intermittent conditions observed. The thermal filament circuit was continuous, there were no open or intermittent conditions. No visible inconsistency was observed on eeprom data. Resistance value of the thermal filament circuit was within specification, measuring 40.03 ohms. Both the thermistor and thermal filament connectors were opened and no visible inconsistencies were found. No other visible damage or inconsistency to the catheter or returned syringe was found. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The customer report of "cardiac arrest when cco measurement was attempted" could not be confirmed during the analysis. The device was returned with the catheter tip cut off; therefore complete functional testing could not be performed. No further actions will be taken at this time. In the IFU it states that cco monitoring should always be discontinues when blood flow around the thermal filament is stopped. In addition, it is stated that cardiac arrhythmias may occur during insertion, withdrawal or repositioning but are usually transient and self-limited. Premature ventricular contractions are the most commonly observed arrhythmia. Ventricular tachycardia and atrial tachycardia have been reported. Another complication of swan use is complete heart block. It is stated in the complaint that cco could be measured ¿when the blood pressure improved¿. Cardiac output is the measurement of blood being ejected out of the heart. It is unknown what the blood pressure was when the patient arrested. The swan catheter functioned correctly when the patient¿s ¿blood pressure improved¿. It is unknown if user or procedural error contributed to the stated event. It was not possible to understand if a product non-conformance contributed to this event as the customer cut off the end of the catheter before returning it for product evaluation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
It was reported that cardiac arrest occurred when cco measurement was attempted during use of a swan-ganz catheter. There were three attempts to initiate cco and cardiac arrest occurred each time. The catheter was positioned in the pulmonary artery when cco measurement was initiated. At the fourth attempt cco could be measured successfully after recovery of blood pressure. The catheter was not replaced. The error message related to thermal filament was displayed. The catheter was used in the ICU for a patient with fulminant myocarditis. The customer commented that it is unknown if cardiac arrest was caused due to the patient comorbidity of fulminant myocarditis. Further details are not available. Further attempts are being made to obtain additional information on patient status and procedural factors. Patient demographic information requested but unavailable. Additionally, the catheter was available for evaluation; however, the catheter tip was cut off by the customer after use.

Manufacturer narrative:
Reference CAPA-(B)(4).

Manufacturer narrative:
The lot number of the catheter was obtained from eeprom data. Therefore, a device history record review was completed and documented that device met all specifications upon distribution.

Manufacturer narrative:
Additional information was obtained from the detailed survey of health hazard case in (B)(6). On the report, the event was corrected from cardiac arrest to unexpected transient asystole. When the event occurred, the patient was undergoing v-a ECMO, intra-aortic balloon pumping (iabp), and continuous renal replacement therapy (crrt). The exact purpose and performed timing of these treatments are unknown. The patient medical history includes sepsis and disseminated intravascular clotting (dic). The patient was hospitalized at the timing of report. The customer determined that the relationship of the device to the event is unknown. The occurrence date was corrected from (B)(6) 2018 to (B)(6) 2018. No further information is available.